Event description:
A customer reported receiving a glucose result of 435 mg/dl on their freestyle freedom blood glucose monitor. She reported that this reading was higher than how she was feeling. She also reported feeling incoherent, itchy, agitated, and found it hard to swallow. Paramedics were called, and upon arrival a glucose result of 22 mg/dl was obtained on an unknown brand of meter. An intravenous treatment of sugar solution was administered in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event. It is to be noted that the customer reported not having their meter calibrated properly.

Manufacturer narrative:
Customer returned freestyle blood glucose monitor. Test strips were not returned. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. A reading similar to the freestyle freedom blood glucose result as reported by the customer was identified in the meter internal log.